Event description:
Per pharmacist's narrative, pt reports that it appears that insulin leaks out of injection site, and full dose not being absorbed. At that visit, pt demonstrated correct injection technique, and affirms with review via telephone today. Pt attributes lack of response to recent dose increase to difficulty with pen needles. Used pen needle as directed for insulin injection; 1 units - prn - sq: (B)(6) 2017 through (B)(6) 2018.